Event description:
It was reported that during patient follow-up, high capture threshold and decreased sensing were reported. Fluoroscopy revealed that the lead had pulled back slightly. During the explant procedure, the md used a firm stylet, noticed that the lead had broken off at the tip. The rest of the lead was explanted and replaced. The tip remains attached to the ventricle. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.